Event description:
It was reported that this surgeon called to discuss a pt who developed a soft tissue abdominal wall mass about 2 1/2 yrs after implant of a recalled ck mesh. During surgery, md found the ring had moved into subcutaneous tissue and he cut it off as far down as he could reach (approx. 5"). Pt has recently developed recurrent pain and he is concerned about further movement of the ring. He discussed approaches to removal of the ring, which he wanted to try prior to removal of the entire mesh and also inquired about imaging methods to detect the ring. Pt is electing to have remain ring/mesh removed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.